Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this case it is reported that a patient using nontemplate aligner arch experienced back molars that have flared out then when treatment first started and an unintended posterior open bite.